Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data: on (B)(6) 2026, sample ID (B)(6) initial result was 53 and repeat result was 22 (customer ref range 0-35ng/l). The customer communicated that a corrected report was issued. Patient information: 83 yrs old female. There was no reported impact to patient management.